Event description:
It was reported that during a prostate procedure, the "lcd screen went blank". The doctor reverted to turp to complete the procedure. "No injury to the patient" reported.

Manufacturer narrative:
The top cover s/n (B)(4) was returned to ams on (B)(6) 2014 and was sent to the supplier. Product evaluation: the top cover was evaluated by the supplier on september 15, 2014. The reported ¿lcd blank during surgery¿ issue was confirmed; 24v line and tantalum capacitors were noted shorted. Cr200 and c240 were damaged. The capacitors were replaced; top cover s/n (B)(4) was reprogrammed and passed the standard production test. Probable root cause: based on the supplier fa report, the root cause was determined to be capacitors in the top cover.

Manufacturer narrative:
System analysis/service repair on (B)(6) 2014: the reported ¿error blank screen¿ lcd display black issue was confirmed and was determined to be the result of a faulty top cover. The top cover was replaced. The system was tested. The top cover was returned to ams on (B)(6) 2014 and was sent to the supplier.